Event description:
It was reported that the patient developed an infection at the paddle lead incision site. Symptoms of redness and a small opening with pus seeping out at the incision site were noted. The patient was placed on antibiotics and was admitted to the hospital for an intravenous (IV) antibiotics. The patients infection was not procedure related and the cause was unknown. The patient underwent a wound debridement procedure and was doing well.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.